Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was not delivering insulin and reservoir was leaking. Customer stated the leak occurred while reservoir was inside the insulin pump and connected to the tubing. The blood glucose reading was 148mg/dl. Nothing further reported.